Event description:
Health care professional reported cracked venous headers on a 16th use dialyzer noted during reuse. Per the health care professional, there was no pt injury associated with this report.